Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section e2, e3, g2, h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation presumed the product was a product before countermeasures due to a design change of the power switch, so the power switch was damaged due to the operating force and number of times the power switch exceeded expectations. It was determined that the switch on the front panel did not work because the power did not turn on due to the damage of the power switch.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed that the power button was pushed in and would not come out. The old version main switch was also found to be damaged. Additionally, the investigation uncovered a worn-out scope socket causing poor connection and unable to maintain high intensity mode. The non-olympus lamp was over 50 plus hours which was below specification and required replacement. The faulty parts were replaced and inspected to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that the visera elite xenon light source has a broken button that was fully pressed in. The event was found during preparation for use. There was no harm or user injury reported due to the event.